Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported broken cable was confirmed and reproduced during evaluation by technical services. The cause was determined to be a broken power cord and the power cord was replaced to resolve the problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.